Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the devices that were in use are unk. The customer contact identified two possible lot numbers. A representative device from lot number 521185h and lot number 540265h were received. Investigation is not completed.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified chemotherapeutic agents. After unspecified lengths of time in use, the nurses noted that solutions were leaking along the length of the tubing sets; however, the exact location of the leaks were unspecified. The chemotherapeutic solutions and the tubing sets were replaced and the therapies were resumed. The chemotherapeutic agents that leaked were cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l information was provided.